Manufacturer narrative:
(B)(4). The technical field service engineer (tse) performed all calibrations and safety checks, which were passed, and the unit was returned to the customer.

Event description:
It was reported that the ventilator had missing characters on the lower screen during patient use. There is no report of serious injury or death associated with this event.